Event description:
This rv lead was implanted on (B)(6) 2014 and was capped on (B)(6) 2018 due to high threshold. Existing dvc 6.5 year longevity prior to the new lead being placed. 735 @ 1.5 outputs. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).